Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient¿s infra-renal aortic neck was highly angulated so that the physician decided to deploy a trunk-ipsilateral leg component ((B)(4)/14051437) just below the angulated portion of the aortic neck. A gore® dryseal sheath with hydrophilic coating was advanced but did not reach an intended position, and the delivery catheter was thus advanced outside of the introducer sheath. The trunk-ipsilateral leg component was deployed, and intra-procedure imaging revealed that the proximal portion of trunk-ipsilateral leg component was positioned proximal to the angulated portion of the aortic neck so that the physician elected to re-constrain the trunk-ipsilateral leg component and moved it distally. The proximal portion of the trunk-ipsilateral leg component was deployed again, and it was revealed that a lock pin was disengaged from the leading olive. The physician decided to completely deploy the trunk-ipsilateral leg component in the current position and implanted other endoprostheses. The patient tolerated the procedure.